Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips to report that the heartstart xl+ is experiencing lockup/hang. There was no reported patient involvement.

Event description:
It was reported to philips that the device failed the ops check and gave a nbp measurement failed message. There was no reported patient involvement.